Event description:
Caller reports back to back results of 374 mg/dl on the inform system compared to lab results of 163 mg/dl. Quality controls were run and in range. Patient was not treated based on meter readings. Patient is in ICU in critical care. A request was made for return of the suspect product and a replacement was sent.